Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lubricity- keller & sleeve

Event description:
Healthcare professional reported the device did not have the slippery (lubricious coating) to get the implant into the cavity of the breast.